Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in france. On (B)(6) 2024, it was reported by the patient that infusion set fell off during use. Patient had to change it earlier than the seven days expected. No further information was available.